Manufacturer narrative:
The field service rep determined the cause to be dirty incubator and gripper fingers and cleaned incubator and fingers. He ran performance check tests without alarms and verified system performing within specification.

Event description:
User received a gripper alarm on the e2010, which caused an erroneous ck-mb results for one pt sample. Initial result gave 23.10; repeated twice giving 5.62 and 5.57 ng/ml. User stated they did not report the erroneous result to the doctor, they reported the repeat result of 5.57 ng/ml. Pt was not adversely affected.